Manufacturer narrative:
Continuation of d10: 0185 lead, implanted (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they have been having problems with their implantable cardioverter defibrillator (ICD). The patient noted that they have ¿landed in the hospital three times showing an arrhythmia¿ and the ICD ¿shows big peaks and then it shuts off by itself.¿ the patient also noted that they do not feel good a lot of times and their ¿blood pressure goes up and stops by itself.¿ the ICD remains in use. No further patient complications have been reported as a result of this event.